Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2022, it was discovered on the x-ray that the r3 0 deg xlpe acet lnr 32mm x 48mm had disassociated. The adverse event was addressed with a revision surgery on the same day to replace the liner and cup. The condition of the patient is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that a single photo of the explant was reviewed. However, the photo alone does not contribute to the clinical/medical investigation of the root cause of the reported disassociated liner. It has been communicated via e-mail that no additional information is available. Without clinically relevant information for evaluation, the root cause of the reported event cannot be definitively concluded. Further patient impact beyond the that which has already been reported cannot be determined. No further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that implant loosening has been identified in adverse events in primary and revision surgery section as a result of failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).